Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection foudn the lens optic deformed, and the haptic torn/broken/bent/deformed/stretched out. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -6.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise, blurred vision, glare/halos. On (B)(6) 2024, the lens was exchanged with a same length, but different power lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).